Event description:
The customer reported that the 9600 system is overheating. No patient injury was reported.

Manufacturer narrative:
The service rep found the power cord wires inside the power plug to be loose and was causing the system to be turned off intermittently. The rep tightened the screws inside the power plug. He also found some fluid inside the x-ray tube housing and cleaned and regreased the high voltage ends. The system operates as intended.